Event description:
It was reported that patient's system was unable to enter MRI mode and experienced ineffective therapy. Troubleshooting revealed high impedances on the leads. Following weight loss, the ipg migrated slightly and the patient experienced discomfort at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.